Event description:
It was reported that ¿within months¿ of having the pump implanted, the patient¿s stomach had grown, and that it looked like a ¿watermelon¿. The patient asked if the pump would cause weight gain. The reporter also noted that the pump started moving ¿months ago¿. The pump was between the patient's rib cage, but then moved down lower. The patient had severe pain at the pump site; a constant pulling and tearing sensation. The pain was in the patient¿s rib area down to the side of their abdomen where the pump was. It was noted this started ¿over a year ago¿ and it interfered with the patient¿s ability to sit up straight and bend. The reporter noted they discussed this with their health care provider (hcp) and they got irritated and dismissal about it. The reporter noted the pump did not work for them. The reporter initially referred to the pump as a ¿baclofen pump"; however, then noted there was saline in the pump as of 3 to 4 months ago. The patient also noted sleep apnea and narcolepsy. The caller was redirected to the hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter . (B)(4).